Event description:
It was reported that the customer's blood glucose was 444 mg/dl. The customer treated with a shot. She experienced the symptom of vomiting. The customer was unable to troubleshoot the insulin pump. Assistance was provided in programming her old insulin pump as a back-up. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).